Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown: product type software product ID a810 serial# unknown: product type software g4: updated PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding the a810 software app. The reason for call was caller was seeing service code 338 on tablet screen when programming a pump. Reviewed meaning of the code that the programming session was interrupted. Caller was able to reopen the app and complete programming for the pump but she noted that this code seems to be happening more frequently lately. Caller stated that she has two different tablets with different communicators and it happens on both. Serial numbers: asked, unknown.. The caller was not with the account. Original called back stating that she is in the middle of a case and the service code 338 is consistently happening with both tablets and both communicators. Caller states she does not have time to provide serial # of both tablets since she is in the middle of the case and is wanting to know what further troubleshooting she can do. Caller states that she has restarted the tablets and that this code continues. Caller does not believe her enviro nment is the issue because this code did not use to happen in this room, but now it is happening with "4 out of 5 pump cases with this account." Tss discussed we may need to replace the tablets, but to first get tablet logs from both tablets. Caller plans to call back when she has time to begin this process.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.